Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. The investigation into this event is still being carried out. A follow up report will be submitted within the next 30 days with the investigation conclusions.

Event description:
Initial MDR is being submitted based on the device malfunction precedence: ¿'premature stent deployment with the safety lock in place". The prosthesis opened without unlocking it.

Event description:
Follow up report is being submitted to update the investigation results due to device return. Initial MDR submitted based on the device malfunction precedence: ¿'premature stent deployment with the safety lock in place". The prosthesis opened without unlocking it.

Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining (B)(4). Importer site establishment registration number: (B)(4). Problem statement. "The prosthesis opened without unlocking it". Device evaluation. The zilbs-635-10-8 device of lot number c1315048 involved in this complaint was returned for evaluation, without the original packaging. With the information provided, a physical examination and document based investigation was conducted. The sales representative was contacted to request additional information. However, to date the information was not provided. The investigation will be updated if the information is available. The device related to this occurrence underwent a laboratory evaluation on the 12th april 2018. On evaluation of the returned device, the device flexor was measured as 199.8cm, which was within specification of 200cm +2/-1cm. Kinks were observed in the flexor, 53cm from the white cap, and 11cm from the distal end of the flexor. The device was returned with the safety tab still in place. A slight kink was found in the flexor, just distal to the white connector cap. The device was returned with the stent partially deployed, with 15mm of the stent exiting the distal flexor. There was no evidence of stent fracture. There was a gap of 17mm between the proximal end of the stent and the pusher band. No damage was observed on the distal white tip. It was not possible to flush through the stent nesting area. A 0.035¿ diameter wire guide was passed through the device, and resistance was encountered at the kinks. The stent was deployed in the lab. The stent was 8cm long, and there was no evidence of damage on the stent. Complaint is confirmed as the failure was verified in the laboratory. The stent was partially deployed with the red safety tab in place. Details of the complaint were reviewed by sustaining engineering. The engineer suggested that a difficult anatomy could have compressed the flexor. Flexors on zilver biliary devices can compress during advancement causing the stent to partially, prematurely deploy with the safety lock in place. As the entire stent was returned, no portion of the stent remained in the patient. However, as the information were not provided and the circumstances of use cannot be replicated in a laboratory environment, a definitive root cause cannot be determined. There is no evidence to suggest that the customer did not follow the instructions for use. It may be noted that a project ((B)(4)) has been initiated to improve the strength of the flexor and prevent the reoccurrence of premature deployment. Document review: prior to distribution all zilver biliary devices are subject to visual inspection and functional checks to ensure device integrity as per fqc. A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. Upon review of complaints, this failure mode has not occurred previously with this lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with this lot number. Summary: complaint is confirmed as the failure was verified in the laboratory. The stent was partially deployed with the red safety tab in place. The risk was determined to be low (category iii). There were no adverse effects to the patient reported as a result of this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
(B)(4). Exemption number: e2016031. (B)(4). Problem statement: "the prosthesis opened without unlocking it". Device evaluation: the zilbs-635-10-8 device of lot number c1315048 involved in this complaint was not available for evaluation. With the information provided, a document based investigation was conducted. The sales representative was contacted to return the device and request additional information. However, to date the device has not been returned and information was not provided. The investigation will be updated if the device is returned or the information is available. There is no evidence to suggest that this incident did not occur. Therefore, the complaint is confirmed based on customer testimony. Details of the complaint were reviewed by sustaining engineering. The engineer suggested that they interpreted the customer statement that the device 'opened' to mean the device ¿deployed¿. Flexors on zilver biliary devices can compress during advancement causing the stent to partially, prematurely deploy with the safety lock in place. However, as the device and information were not provided and the circumstances of use cannot be replicated in a laboratory environment, a definitive root cause cannot be determined. There is no evidence to suggest that the customer did not follow the instructions for use it may be noted that a project has been initiated to improve the strength of the flexor and prevent the reoccurrence of premature deployment. Document review: prior to distribution all zilver biliary devices are subject to visual inspection and functional checks to ensure device integrity as per fqc. A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. Upon review of complaints, this failure mode has not occurred previously with this lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with this lot number . Summary: there is no evidence to suggest that this incident did not occur. Therefore, the complaint is confirmed based on customer testimony. The risk was determined to be low (category iii).there were no adverse effects to the patient reported as a result of this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Follow up report is being submitted to update the investigation results. Initial MDR submitted based on the device malfunction precedence: ¿'premature stent deployment with the safety lock in place". The prosthesis opened without unlocking it.